Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the log file didn't confirm the reported malfunction. The system was rebooted but it didn't resolve the issue. The fse replaced the mdu control board which temporarily resolved the issue. Once the system was booted again, the applications became unstable. It was identified that the sbc (single board computer) had intermittent vga output. The fse replaced the sbc and the hard drives to resolve the issue. The system started booting up normally but later it was identified that there were communication issues. A failure analysis was performed for the fru ethernet card and the sbc. The failure was inconclusive in the fru ethernet card but it was confirmed in the sbc which showed the cause of the failure to be an electronic defect. The fse replaced the ethernet card and restored the communication. The fse also completed full software configuration, system reload, performed adaptation, yield, edl and frontal & lateral detector calibration. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not booting up. No harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the ethernet card, the pcbox backup disc, the cfge hdd and the single board computer. The device was returned to use in good working order.